Event description:
It was reported that this right ventricular (rv lead was explanted and replaced on (B)(6)2020 due to loss of capture with high thresholds. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).